Event description:
The customer stated that she was treated twice by the paramedics due to low blood glucose levels. The reported blood glucose reading was 139 mg/dl at the time of the call. The customer stated that he was wearing the sensor both times and he did not get any warning of a low blood glucose. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Also found that the customer was using the sensors for six days. Advised the customer that the sensors are meant to be worn for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.